Manufacturer narrative:
An investigation was performed: on (B)(6) 2024, the customer reported that the c-arm switch had a sticking button which caused the c-arm to rotate further than expected. The field engineer (fe) was dispatched to the customer site and replaced the control insert switches to resolve the issue. No patient or user injury was reported. A review of the device history showed this issue did not recur after the control insert switches were replaced. Initial evaluation: the control insert switches were not returned for further investigation. The control inserts were 2,675 days old at the time of replacement. Investigation methods and findings: further investigation could not be performed as the parts were not returned. Cause/root cause: based on a review of the complaint, the probable cause of the uncommanded movement is due to an issue with control insert switches. Likely causes for uncommanded motion can include wear and tear due to part age. The control insert switches were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified the failing control and rotary switches were original to the system therefore, the DHR was reviewed. There were two discrepancies noted in the DHR, however they were not related to the control inserts. The control inserts were installed with no issues noted. System product code: sdm-00001-3d, serial number: (B)(6), system manufacture date: 11/2/2016, system installation date: on (B)(6) 2016, unique device identified (UDI): (B)(4).

Event description:
It was reported that on (B)(6), a selenia dimension procedure was performed and during the procedure, the tech pushed to turn on the light and position the patient, they turned the gantry to position for mlo and the gantry turned to 180°. A field engineer examined the devices and found that the right c-arm switch was stuck. The field engineer replaced both left and right switch banks, and checked the board's mechanical and electrical components for defects or shorts. The equipment met the manufacturer´s specifications. No injury to the patient or staff was reported. No other information is available.